Event description:
It was reported that that this right ventricular (rv) lead recorded high out of range shock impedance. A review by technical services (ts) noted that this condition had been present for several years prior. Ts provided guidance on further lead evaluation. This lead remains in service. No adverse patient effects were reported. This device remains in service. Additional information was received, a defibrillation test (dft) was performed and confirmed the shock impedances were in range. Further monitoring of the patient was planned. No additional adverse patient effects were reported. This rv lead remains in service.